Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
On (B)(6) 2011 - litigation papers allege after surgery pt began to suffer from persistent severe pain and discomfort in her hips, groin, buttocks, and lower back caused by the asr hip which has increased over time. Pt suffered and continues to suffer symptoms including, but not limited to pain, elevated cobalt and chromium levels, sensation of misalignment and/or slipping, weakness, loosening, decreased range of motion, and difficulty with activities of daily living. Pt has difficulty ambulating. The pain awakes pt continuously through the night disrupting her sleep patterns. Pt's implant clicks and pops. Upon info and belief, she has suffered loss of muscle mass and deterioration of soft tissues. Physicians have examined and advised pt that she suffers from substantially elevated, specifically ten times the normal levels of cobalt and chromium, metal ions in her blood stream and pooling of heavy metals. Pt has had unk skin reactions across her body, upon info and belief, due to elevated metal ions found in pt's blood stream. On (B)(6) 2011 - pt was revised for hip pain.